Manufacturer narrative:
The device was received for review. Visual inspection of the shim confirmed that one or both of the two ball bearings and associated spring were found missing. The tasp shim exhibited wear marks on both the proximal and distal surface. The swage widths were found to be variable and minimal in some sections. Slight evidence of deformation of the swage in the distal/proximal direction was present. The lot# 62436450 was manufactured on july 30, 2013 and has therefore been in the field for approximately two years and seven months. The lot# 62483183 was manufactured on aug 27, 2013 and has therefore been in the field for approximately two years and six months. The lot# 62440439 was manufactured on july 16, 2013 and has therefore been in the field for approximately two years and seven months. The lot# 62497268 was manufactured on sep 19, 2013 and has therefore been in the field for approximately two years and five months. It is unknown how many times the device has been used. The product search history found one complaint for lot#62436450, one complaint for lot#62483183, two complaints for lot#62440439 and no other complaints for lot#62497268 related to the specified issue for the product lot combination. The reported issue has been investigated through CAPA. The device is used for treatment. The related product family code for this event was identified as belonging to an existing identified trend and CAPA. The associated CAPA found that sonic cleaning may be a contributing factor to the ejecting of the ball and spring from the persona tasp shims, and that a user need of the device to be able to withstand ultrasonic cleaning was not identified during development. Zimmer initiated a field action on december 11, 2014.

Manufacturer narrative:
(B)(4). Other devices used: catalog #42527900503, persona articular surface provisionalshim, lot #62440439. Catalog #42527900502, persona articular surface provisional shim, lot #62483183. Catalog #42527900504, persona articular surface provisional shim, lot #62497268. This report will be amended when our investigation is complete.

Event description:
It is reported that ball bearings have fallen out of the provisional shims during cleaning.